Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. It was found that the customer had lost a lot of weight and they were still using 9mm. Instructed customer to change the infusion set/site, and call the help line if further assistance is needed.